Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: kinks were evident on the distal shaft, 5.5cms and 5.7cms proximal to the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was not verified. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid right coronary artery (rca). There were no abnormalities in relation to the anatomy. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion. Device analysis identified stent deformation. Patient status is alive with no injury.